Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty extending the helix on this right atrial (ra) lead. The lead was removed from the patient and the helix was tested again. The physician elected to implant another lead. It was noted that the proper terminal tool was used to extend and retract the helix, but the number of rotations tried was not known. No adverse patient effects were reported. The lead was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated and analyzed. Visual inspection confirmed the helix was fully retracted, with dried blood/body fluid in the helix and helix housing. Resistance tests were completed to assess the lead¿s electrical performance; the cathode conductor was not electrically continuous. An x-ray was then performed, which confirmed the inner coil was fractured near the terminal pin. The lead underwent destructive analysis, which revealed the fracture of the inner coil was consistent with helix retraction, as the distal side was stretched and twisted. It was also observed that the insulation had not been positioned correctly over the inner coil and under the crimp sleeve during manufacturing. This misalignment was not related to the helix extension issues observed during the implant procedure.